Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure to treat varicose veins performed on (B)(6), 2024. During preparation outside the patient, it was noticed that the buckle of the device was pulled out and placed on the operating handle. It was found that the buckle was damaged and could not be used. The procedure was completed with another speedband superview super 7. It was noticed that no difficulty was experienced upon setting up the device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results of: the ligator housing was returned with five bands attached to it and two of them are overlapped and damaged, indicating that there was a deployment problem (failure to deploy). Additionally, the ligator housing teeth were found bent, and the trip wire was found cut. Please refer to block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable investigation result of bands unable to deploy. Imdrf device code a04 captures the reportable investigation result of ligator housing teeth damaged. Imdrf device code a0401 captures the reportable investigation result of the trip wire broken. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with five bands attached to it and two of them overlapped and damaged. The ligator housing teeth were found bent. Also, the handle had marks of the trip wire indicating that it was secured; however, the trip wire was found cut. There were no problems found on the velcro strap. No other problems with the device were noted. The product analysis revealed that the ligator housing had five bands still attached to it, two of the bands overlapped and damaged, the ligator housing teeth were bent, and the trip wire was cut. It is most likely that the technique used by the physician during the procedure was the reason why one of the bands ended up getting damaged and overlapped by the force applied from the handle since the bands were not being deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Based on the available information and the product analysis, the most probable root cause for the reported complaint is adverse event related to procedure.